Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported the ins was found to be in over discharge about three weeks prior to the report ((B)(6) 2017). The cause of the over discharge was noted to be due to the patient not charging soon enough because they would only use their therapy when they needed it. An antenna locate (al) feature was attempted, which resulted in values of 60-90. A physician mode recharge (pmr) was performed followed by a power on reset (por). During the recharging period the patient had passed out for unknown reasons so the por had not yet been cleared. No further complications were reported.

Manufacturer narrative:
Event is no longer reportable for serious injury or malfunction. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported by the healthcare professional (hcp) that the patient passing out was unrelated to the stimulator. The patient had a history of cardiac issues. The patient was sent to the emergency room for the cardiac issues unrelated to the device. The power-on-reset (por) was cleared and the patient was now receiving therapy. No further complications were reported. ¿***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***

Event description:
Information was received from a manufacturer representative via a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported the ins was found to be in over discharge about three weeks prior to the report ((B)(6) 2017). The cause of the over discharge was noted to be due to the patient not charging soon enough because they would only use their therapy when they needed it. An antenna locate (al) feature was attempted, which resulted in values of 60-90. A physician mode recharge (pmr) was performed followed by a power on reset (por). During the recharging period the patient had passed out for unknown reasons so the por had not yet been cleared. No further complications were reported.